Event description:
Related manufacturer reference number:3006705815-2023-05895. It was reported that during the ipg replacement, it was found out that one of the lead had migrated. Physician tried replacing the lead but could not get access due to scar tissue. As such the migrated lead was explanted. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.